Manufacturer narrative:
Internal complaint reference (B)(4). H11 h3, h6: the reported device was received for evaluation. A visual inspection was performed on the exterior of the device and no physical damage was observed. The functional evaluation revealed the returned device grew warm during the evaluation. Additionally the returned device had high vibration and the device's ma was above 960. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause was associated with a mechanical component failure. Factors that could have contributed to the reported event include a blade stall condition that will result in increased current draw from the control unit which will produce some noise and also heat the motor and handpiece housing. This can be the result of gearbox corrosion caused by cleaning and sterilization methods and the chemicals involved. Based on this investigation, the need for corrective action is not indicated.

Event description:
It was reported that, during an unspecified procedure, it was noticed that a motor drive unit, hand cntrl, pwrmx el was overheating and had a high vibration. The procedure was performed, without any delay, using an equivalent s+n back up. No further complications were reported.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Manufacturer narrative:
Internal complaint reference (B)(4). H11 h8: usage of device updated.